Event description:
It was reported that the patient saw oor on the patient programmer but does not see it every time they connect. The caller doesn't know when it started. Caller stated the hcp met with the patient today and patient was in voltage mode. Caller stated the hcp did a 'shunt series' to check imaging for any damage to lead but they did not find anything. Technical services (ts) reviewed why oor occurs (impedance, settings) and caller mentioned that on oct 8 2021 the patient had come into the office and it was discovered the patient had an open circuit on '2', caller did not know what the other contact was. Caller stated the clinic moved the patient to 3/1 for programming. The caller stated that the open circuit was no longer present on contact 2. Ts reviewed this isn't something that just resolves itself and it would seem reasonable that the patient's open circuit may be dependent on position, etc. The caller wanted to pull logs for this oor situation, tss reviewed typically that is not necessary as oor is related to impedance and settings. Tss re viewed it would be prudent to know what the patient's impedances currently are, settings, etc...the caller noted that when the patient was interrogated with tablet, there were 'not issues' (oor). Tss reviewed one rare reason for oor is if a patient uses their 37642 and incessantly connects to implant--the caller mentioned they has had this before with another patient (caller stated they reported that, sent in the programmer). Additional information was received from the manufacturer's representative (rep), that was confirmed by the healthcare provider (hcp ). The rep reported that the date they were notified of the open circuit from (B)(6) 2021 was (B)(6) 2022. Per the patient oor has occurred more then once and the cause was not been determined. The actions taken to resolve oor were shunt series, and programmed around it. The issue has resolved as of the day the report happened. The cause of the open circuit was not determined and as of the day the report happened there was not an open circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.